Manufacturer narrative:
The device associated with this event was originally reported to davol as recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. It is unk whether or not the device may have caused or contributed to the event based on the information currently available. Furthermore, no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: pt sustained injury and damages associated with use of defective product, kugel composix mesh. Specifically, as a result of having the composix kugel patch implanted in pt, pt suffered disabling pain and required surgical intervention. Information from medical records received for review: (B)(6) 2005 - open hernia repair with composix kugel mesh. On (B)(6) 2009 - recurrent epigastric hernia repair with sutures. On (B)(6) 2010 - open composix kugel mesh explant, recurrent ventral hernia with extensive adhesions and erosion of mesh into liver with no separation plane.